Manufacturer narrative:
Concomitant devices: mesh perfix plug xlarge, product ID: 0112780, lot # hua72603, exp. Date: 11-28-2021, seamguard ec60a gore, product ID: 12bsgec60a, lot # 15204972, exp. Date: 04-30-2019. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia. It was reported that after the implant, the patient experienced hernia recurrence, adhesions, and pain. Post-operative patient treatment included additional surgery, and revision surgery.